Manufacturer narrative:
Testing of actual/suspected device (10/3233) the getinge field service engineer (fse) who encountered the issue, replaced both batteries. The fse completed the pm with calibration, functional and safety checks to meet factory specifications. As there was not enough helium at the customer's site to complete the helium leak test, the iabp unit was not cleared for use as a new helium take is required to complete the helium leak check. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6)net.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was found with a defective battery. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings and investigation conclusions). The getinge field service engineer (fse) who encountered the issue, replaced both batteries. The fse completed the pm with calibration, functional and safety checks to meet factory specifications. As there was not enough helium at the customer's site to complete the helium leak test, the iabp unit was not cleared for use as a new helium tank is required to complete the helium leak check. At a later time the fse confirmed that a helium tank was obtained and the helium leak test was performed and passed. The iabp unit was cleared for use.